Event description:
It was reported that during an unknown procedure, the tip did not work with the activation button pressed down. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the white tissue pad was missing. The device was tested with a test handpiece and generator, and the device did activate using max and min buttons. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.